Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 to clip a visible vessel in the upper gastrointestinal tract.according to the complainant, the vessel was grabbed, and then the clip was deployed, but it failed to release from the delivery catheter. After some manipulation, the clip separated and remained attached to the tissue.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.